Event description:
It was reported by a user facility that a patient sustained scarring and pigmentation to the face following treatment with a lumenis ultrapulse encore laser.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided by the facility. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs noting the physician selected treatment beam densities higher than those suggested by lumenis in subject device labeling for the procedure performed. Furthermore, the professional noted that the patient had been treated for a surgical face lift at the same time as the laser treatment. The professional concluded that the, "cumulative effect of laser [treatment] and [surgical] face lift does not allow to identify accurately what caused what."